Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that drug was leaking into the hard case shell when filling. There was no reported patient harm. The event occurred during set up.

Manufacturer narrative:
D9: product received date 10/30/2025. H3: one cassette sample was returned for analysis of complaint that drug was leaking into the hard case shell when filling. Visual inspection found no issues detected on the sample. Functional testing was performed. The sample was filled with 100 ml of colored water using a syringe to detect any occlusion and no leaking was detected. Lot history review found one complaint documented for this lot number.